Manufacturer narrative:
Qn# (B)(4). User facilty report number: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint was reported as: teleflex arrowg+ard blue plus two-lumen central venous catheter (cvc) was placed in the internal jugular. Guidewire was retained in patient. The retained guidewire was later removed in the interventional lab. The guidewire was retrieved from the patient in it's entirety under fluoroscopy. The patient was reported to be fine following the event. No complications were reported and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Catalog number was incomplete, reported as ak-4202-cdc. Swg was .032" diameter by 17 and 3/4". User facility report number: (B)(4).

Event description:
The complaint was reported as: teleflex arrowg+ard blue plus two-lumen central venous catheter (cvc) was placed in the internal jugular. Guidewire was retained in patient. The retained guidewire was later removed in the interventional lab. The guidewire was retrieved from the patient in it's entirety under fluoroscopy. The patient was reported to be fine following the event. No complications were reported and the patient was discharged from the hospital.